Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 - 302995 barrel crack/leaked. Rcc received a complaint via email. Email(s) attached. Reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2026. Level of harm: no apparent harm - reached the patient/person -- inconvenient. Alberta optional report. Incident details: while performing rsi, rn tried to push rocuronium, syringe leaking. Found to have a small crack, length wise. Rn had to run back to med room and obtain more rocuronium. This delayed intubation by 2-3 minutes. This was a very controlled intubation in a stable pt. This could be more serious in an unstable pt. After speaking to other colleagues, it was discovered that this has happened at least 2 other times in the last 2ish months specifically with rocuronium. Device information: device name/description: syringe luer lock tip 10ml. Manufacturer code/model: 302995. Serial or lot number: (B)(6). Supplier catalogue number: 308-302995. Was the device retained? No. Investigation request: expected type of investigation: lot review. Clinical contact information: response received on 25-feb-2026: could you please confirm how many patients has been involved. In talking with some colleagues, I have identified 3 situations in the last 2-3 months. Unfortunately, only 1 other person said they filled out an rls report because the others did not think much of the incident and believed it to be an isolated incident. You mentioned that after speaking with colleagues, this same issue has occurred at least two other times in the last two months specifically with rocuronium. To help us investigate, could you please provide the exact date of that second event? I cannot provide you with an exact date unfortunately. Maybe kiel can review recent rls reports for details. Can you confirm if the leakage was caused by the barrel crack? Please also provide the exact location of the crack/leak along the syringe body. Correct. The leakage was caused by the barrel crack. We originally believed the leakage was due to a misconnection at the IV hub. To troubleshoot, we unscrewed the syringe from the luer-lock of IV and reattached it. Unfortunately, the leaking did not stop. Upon further inspection, we were able to see the fluid leaking out of the crack. I do not have a picture of the faulty syringe but I did mark up a syringe to demonstrate the location of the crack (and leakage).

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - barrel cracked. One photo of a 10 ml ll syringe (part number 302995) was received and evaluated. The image shows a fully assembled loose syringe, with a red line added to the photo to indicate the area claimed to be a crack; however, this marking appears to be an annotation and does not correspond to a clearly visible defect in the syringe material. Based on the photo provided, the presence of a crack cannot be confirmed, as no definitive defect is observable without the added marking. As a result, conformity or non (conformity cannot be determined at this time, and a physical sample or a clear, high-resolution photograph without annotations is required to allow an accurate evaluation. Furthermore, a device history record review was completed for the provided lot number 5247314. The review did not identify any rejected inspections or quality issues during production that could have contributed to the reported concern. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and the business team regularly reviews the collected data to identify any emerging trends.